Event description:
Reporter stated that patient obtained back-to-back results of 201 mg/dl and 98 mg/dl on the accu-chek mobile system. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).